Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by operative note review. Review of the available records identified the following: it was reported that the patient had a well-positioned hemiarthroplasty, however; approximately 5 years post-implantation the glenoid component had become loose and dislocated into the anterior capsular space. The ball remained centered on the socket on both ap and lateral views. On x-ray review there appeared to be moderate bony destruction at the loss of the glenoid. The patient's initial components were removed approximately 5 years post-implantation, antibiotic spacers were implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown humeral stem, lot number: unknown. Item number: unknown, item name: unknown glenoid, lot number: unknown. Tem number: unknown, item name: unknown taper adaptor, lot number: unknown. Item number: unknown, item name: unknown tray, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03704. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a shoulder revision surgery approximately 5 years post-implantation due to dislocation, loosening of the glenoid, and bone loss. All products were removed and patient was implanted with a cement spacer until custom implants could be made for the patient. Attempts have been made and no additional information is available.